Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post-op dislocation. It was reported that the patient was given the half hip replacement on (B)(6) 2020. After leaving the hospital,the patient had a fall, which result the head detached from the liner as the x-ray photos show. The patient was given total hip replacement operation on (B)(6) 2020. The patient is stable and in hospital now. The surgeon thinks it is normal that dislocation after falling, but it is abnormal that the head was out of liner after falling, so he suspect liner's lock mechanism did not function, with some quality issue, so the liner could not lock/hold the head, and also has some concerns about the liner was not connect with cup closely, if the cup and liner are designed with this normal gap or it is abnormal.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of provided x-ray images confirms both the dislocation and disassociation events. Device examination finds nothing outward that would suggest product error. It is suspected the patient sustaining a fall is the most likely root cause for the reported allegations. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: lot j5576y. A search of the depuy nonconform.ance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.